Event description:
It was reported that the patient experienced a syncopal episode. The syncopal event resulted in the patient falling and reopening the device pocket. The patient presented to the ER and the pocket was sutured closed. It was then noted that the patient presented to the hospital with a pocket infection. The device was connected to a new lead and used as an external pacemaker while the patient recovered from the infection. The device was explanted two weeks later.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.